Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inability to move [their] upper lip" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The extrusion force value shows an expected consistency of the product. Device labeling addresses the reported event(s) as follows: "adverse events per table 1 and table 3: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact."

Event description:
Healthcare professional reported after injection in the lower perioral rhytids and chin rhytids with 1 syringe of juvéderm volbella® xc, the patient experienced a "bad reaction" "around the mouth area" an unspecified amount of time later. Further follow up with the healthcare professional noted the patient had the "inability to move [their] upper lip." Patient was treated with hyaluronidase 15 days after injection and again 3 days later. Patient was additionally treated with thermismooth 3 separate times beginning approximately 6 weeks post injection. Symptoms have not resolved.

Event description:
Further follow up with the healthcare professional revealed symptoms have "almost resolved." Patient also had "2 sessions of juvéderm vollure¿ xc to fill in the wrinkles."

Event description:
Final follow up with the healthcare professional indicate that the symptoms resolved approximately 14 weeks after injection.